Manufacturer narrative:
The pod was evaluated and found to have a misaligned component. The clutch spring in the drive mechanism of the returned pod was not deployed from the spring latch. Therefore there was no interface between the ratchet gear and tube nut which resulted in no insulin being dispensed when the ratchet gear was turned even though the data shows the pod appearing to deliver insulin. This would lead to the customer¿s complaint of elevated blood glucose levels. There was a circular drag mark on the reservoir cap and the spring latch was stuck on the edge of the window opening on the cap. The drive resistance in the data which ending up resulting in an 0x14 alarm would have been from the spring latch dragging along the reservoir cap and eventually getting stuck on the lip of the window opening. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 22.4 mmol/l (403 mg/dl) while wearing the pod between 4 and 24 hours on the arm.